Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/23/2021. Note: events reported in 2210968-2021-01699, 2210968-2021-01700, 2210968-2021-01701, 2210968-2021-01703. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 2/23/2021.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pge293, and no non-conformances related to the reported complaint condition were identified. (B)(4). Investigation summary: twenty-eight unopened samples of product code x31025, lot # pge293 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no breakage suture was found and the tested samples met the finished goods requirements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pacemaker procedure on (B)(6) 2020 and suture was used. During the procedure, the suture strand broke when the surgeon attempted to make a knot. Another like device was used to complete the procedure. There was delay of 20 to 30 minutes. There were no adverse patient consequences reported. No additional information was provided.